Manufacturer narrative:
Additional information: h4. This supplemental report is being submitted to provide the device manufacturing date.

Event description:
No new information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reported event was confirmed. Although it was not possible to determine the cause of the incident from the information obtained, it is likely that a high-energy treatment device (such as a laser or high-frequency device) was used without ensuring a sufficient distance from the tip. The reported event is detectable and preventable by handling device in accordance with the following IFU. Gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. Gif/cf/pcf-290 series operation manual chapter 4 operation:4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a burnt tip cover. There was no patient involvement.